Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an occlusion alert on the infusion set that persisted until the infusion set and supplies were replaced, after which normal operation resumed. No adverse clinical symptoms associated with interruption of insulin delivery with an occlusion. Outcomes included the need to change supplies without hospitalization. Investigation included telephone-based troubleshooting and education reviewing supply change steps. Investigation of this case revealed an occlusion related to the insulin infusion pathway that was resolved by replacing the infusion set and associated supplies. It was concluded, based on previously established findings for similar reports, that the cause was user technique or consumable-related factors leading to an occlusion.